Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. The detached piece was removed from the treatment site. There were no further patient complications.